Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the pump was powered on and the display screen was noted to be dim and the display was found to have a reddish hue. During testing the pump force sensor was found to be out of calibration. The pump was exercised for 24 hours without loss of prime warnings occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display was dim and discolored and the force sensor calibration was out of specifications. This report is made based on the results of evaluation.